Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor along with the use of the camera head had an error code e231 occurred. The issue was found during a laparoscopic gastrectomy procedure that was completed with the same device. There were no reports of patient harm. This report is 1 of 2, for the video processor.